Event description:
It was reported that the asymptomatic patient presented for a routine pacemaker interrogation. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the atrial lead. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate mode switch and oversensing noise. The reported event of oversensing noise was not confirmed. A complete lead was returned in two pieces with the helix partially extended and clogged with blood/tissue. After cleaning and by applying torque to the inner coil, the helix could be fully extended and retracted. The full helix extension length measured within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.

Event description:
New information received notes that the right atrial lead was explanted. The patient was in stable condition throughout the procedure.

Event description:
New information received notes that lead displacement was also observed on the right atrial lead prior to the explant.